Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: pbc contamination. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer states she is no longer dizzy. Customer went to the urgent care after our phone call yesterday - (B)(6) 2016. Customer went to the urgent care because she was feeling dizzy and was diagnosed with low blood sugar. Customer was offered orange juice. No medication was given to raise her sugar. Blood glucose test result at urgent care was 80mg/dl on a glucose meter. Customer left urgent care on (B)(6) 2016.

Event description:
Consumer complaint of e-4 error. Customer reports feeling dizzy. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings and observed symptoms.